Event description:
It was reported that: during a procedure for removal of a brain tumor, the anesthesia machine ventilator reportedly stopped. The anesthesiologist switched to manual ventilation on the machine and then chose to switch to a replacement anesthesia machine. According to the original report the pt maintained good color and oxygen saturation throughout the procedure. No injury reported. In 2003, draeger medical, inc, obtained reported info that the pt is in a coma and has been diagnosed with a brian stem herniation. The neurosurgeon alleges that the stopping of the ventilator caused the brain stem herniation by causing hypoxia. The anesthesiologist alleges that the pt did not experience a hypoxic event and that oxygen saturation stayed between 92% and 99%.